Manufacturer narrative:
The system power manager (spm) was returned for failure analysis, and the error was not replicated. System logs found error 252, indicating the fault happened in the field. A visual inspection revealed no issues that are related to the reported issue. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sat idle for one hour. After the completion of testing, a review of system error logs identified no errors. A battery discharge was performed from the patient side cart (psc). After one hour, the battery recharged to 99 percent.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site to test the system, and it continued to error on startup. Fse found errors 1, 252, and 31221 on the patient side cart (psc). Fse replaced emergency power off (epo) switch on the psc and restarted system and it powered on correctly with no issues and in standalone mode. Fse also replaced the universal power distributor (upd) and system power manager (spm) to address the errors. The system was tested and verified as ready for use. Isi has received the spm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The upd was returned for failure analysis, and the reported failure was not confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. The emergency power off (epo) functionality test passed. All the gantry motors were moved to the full range of motion; test deploy for draping function without any issue. The voltage and current monitoring are within range. The system ran 20 power cycles with this board all passed. The upd remained on the test system for hours in normal operation with no issue. The probable root cause cannot be determined based on failure analysis of the ups; however, the root cause is likely an electrical component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 252 occurred upon powering up. The tse confirmed error 252 in the logs between the vision side cart (vsc) and the patient side cart (psc). The customer powered down, reconnected the cables, and restarted the system, and the system was working. Afterwards, the customer called back to report that error 252 recurred. The customer confirmed that the blue fiber cable was fully seated at the psc and the second from the top port on the vsc. The customer replaced the blue fiber cable with a backup, but this cable would not stay connected to the vsc. The tse guided the customer to clean both ends of the original blue fiber cable and reconnect it to the psc and vsc. The blue fiber cable was then connected to the top receptacle on the vsc. When powering on the system from the vsc, the psc did not come out of the power-on self-test (post), and the customer noted that the psc power button was backlit amber with a blue circle on the outside. The tse instructed the customer to perform an emergency power off (epo) on the psc and disconnect the blue fiber cable, but the psc would not power on in standalone mode. No known impact or patient consequence was reported.